Event description:
A female patient reportedly was positioned prone on breast coil with her arms by her sides. The patient was advanced into scanner to the shoulders, and the table stopped, with flashing lights on the table controls. The patient's shoulders were restricting her from being put into the scan position. The patient called out to technologist in distress and the table was brought to the home position. The patient was assisted to a sitting position, and complained of pain stating that it felt like a rib was broken. The patient refused a second attempt for a scan. The patient was then removed from the scanner, and no further attempts were made to scan on this unit. The patient noted pain in the breast and chest areas, but chose not to go to the emergency room when offered. The patient has come forth with the unsubstantiated complaint of an alleged rib fracture due to the MRI. This event is still being investigated and no conclusion has been reached in determining the cause of the rib fracture.

Manufacturer narrative:
We were informed that images obtained in (B)(6) show a rib fracture, however, it cannot be confirmed that it happened during the scan (although it is a possibility). The patient is supposed to be approximately (B)(6). No causal relationship between the event and the device could be determined. (B)(6).